Event description:
The customer reported that during a thyroidectomy, the blue insulation melted and stuck to patient tissue. No further information was available from the site as to how or if the insulation was removed. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.